Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes during a subsequent follow up visit , post-paced t-wave oversensing was observed again. Further reprogramming changes were performed. The patient was asymptomatic.

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Non-sustained lead noise episode was detected due to post-paced t-wave oversensing. The device reprogrammed.